Event description:
It was reported that the ilet device was dropped from a dresser, resulting in a cracked display and an unresponsive touchscreen, and a replacement device and protective case were arranged with overnight shipping while the user transitioned to backup therapy. Symptoms included no reported injury. Outcomes included no reported clinical impact or care escalation. Investigation included device history review, image review of the damaged screen, troubleshooting via customer interview, and verification of shipping, return, and data handling steps. Investigation of this case revealed physical damage to the display consistent with accidental drop, with no evidence of device malfunction unrelated to the impact. It was concluded that the event resulted from accidental physical damage, not a manufacturing or design issue.